Event description:
Customer reported when using the device, it starting timing cycle, however did not give result or error. The last segment of the timing cycle is displayed and the bottom of the screen is flickering. Control values were not provided. No treatment was received. A request was made for return product and replacement product was sent.